Event description:
It was reported that bradycardia was noted on a monitor. The device was unable to be interrogated and the device was noted to be at end of life. At the device check approximately one month earlier, the longevity was estimated to be 21 months with a minimum of 4 months and a maximum of 39 months. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires. (B)(4).